Event description:
Picked-up full needle box to replace it with a new one. A needle protruding through bottom of needle box stuck nurse in little finger. Manufacturer called 7/13/93 - return call 7/15/93 & incident reported. 8/2/93 - another container noted to have needle out through bottom. All containers of that type removed. Both containers saved in secured area.